Event description:
It has been reported to philips that the capnometer line (etco2) is not working.

Manufacturer narrative:
This report is being retracted as information received indicates the customer provided information regarding an etco2 malfunction in error. There is no allegation of an etco2 malfunction from the customer. Please disregard this report.